Manufacturer narrative:
(B)(4).

Event description:
The pt was in a wheelchair, and once during a transport, his wheelchair hit a pothole, tipped backward, and caused him to bump the area around the implantable neurostimulator (ins) hard enough to cause some superficial wounds (scrapes) around the ins pocket site. Since then, while the stimulation was on, the pt was experiencing a surging sensation at his paresthesia area and a shocking or jolting sensation at his pocket site. The pt also reported that coupling during recharging was fluctuating between 8 and 2 bars even though he was staying very still while recharging. The pt was told by his physician that it was time for his battery to be replaced. The pt was at home and his status was "good". F/u with the pt's healthcare provider was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.